Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Customer returned pump for alleged cosmetic damage located at the battery compartment found on 03 march 2024. Unable to perform the displacement test due to partially broken retainer. P-cap does not lock into place due to partially broken retainer. The following were noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained serial label, cracked retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1880 and insulin pump was retuned for analysis.